Manufacturer narrative:
The device was retrieved from the user facility and is currently in transit to the manufacturer's testing facility. A supplemental report will be sent upon completion of device evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy three devices leaked. Suction and irrigation was being used through at least one of the devices, which leaked whenever the instrument was inserted into it. At least one of the devices was not replaced. Visibility was "not good" because of the leaking. The case was completed. All three devices leaked to a certain extent. One device leaked more than the others. There was no patient injury. See related MFR reports 2134070-2014-00142 and 2134070-2014-00143.